Event description:
Per the clinic, the patient experienced no connection with implanted device. Subsequently, the patient underwent internal magnet replacement surgery on (B)(6) 2026. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced no connection with implanted device due to poor magnet retention. Subsequently, the patient underwent internal magnet replacement surgery on (B)(6) 2026. During the magnet replacement surgery, a skin-thinning procedure was performed under general anesthesia with intubation. The implanted device remains.

Manufacturer narrative:
Device analysis report attached.